Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the reportable issue is caused by a component failure of the ceramic head (insulation beak), is a mechanical problem. The most likely cause is some kind of excessive force. However, the root cause of could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the resection sheath exhibited the ceramic tip comes off, broke off. There was no patient involvement.